Manufacturer narrative:
Attachment medwatch report uf/importer report # (B)(4).

Event description:
Subsequent to the previously filed reports, user facility medwatch report# (B)(4) was received stating: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. 2 different devices failed, 3rd device was successful.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the common femoral vein was attempted with a prostyle device after an atrial fibrillation interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device with reported issue referenced in b5 is filed under a separate medwatch report number. Na.